Manufacturer narrative:
(B)(4). Date sent; 7/16/2025. Additional information was requested, and the following was obtained: where was the location of the hole relative to the staple line? Hole was next to staple line where the two staple lines had crossed. Was the device difficult to fire? Yes. The surgeon reported that the device was difficult to fire. It eventually fired all the way through the tissue, then the surgeon noticed the hole next to the staple line and oversewed it. The surgeon said that he has fired the device over another staple before and there has never been a hole.

Manufacturer narrative:
(B)(4). Date sent 8/8/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during an unknown procedure when the surgeon was taking the device, the staple line cross with another staple line and when he looked at the staple there was hole in the tissue where the stale line had cross. He oversewed the hole and the patient was fine.

Manufacturer narrative:
(B)(4). Date sent: 7/10/2025. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were any staples delivered into the tissue at all? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? If no, did the device cut the tissue? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 9/22/2025. D4 batch # 414d83. Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the glc100 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no difficulty encountered during firing was observed and the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 414d83, and no non-conformances were identified.